Manufacturer narrative:
Visual analysis of the returned device identified: weight to the spectrum, deformation, crease folds. Based on the device analysis the final assessment is: no issues found related with the manufacturing process; no openings or issues related to rupture device were observed; during the analysis was observed crease fold however not is a workmanship because the device was explanted. And it was received without its original sealed packaging.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV¿, ¿periprosthetic fluid¿, and ¿rupture¿. Additionally double capsule was reported. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. Reason for reoperation is capsular contracture baker grade IV, rupture, and seroma-late. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV¿, ¿periprosthetic fluid¿, and ¿rupture¿. The device remains implanted.

Event description:
Additionally double capsule was reported. The device has been explanted.